Manufacturer narrative:
Additional information: the vessel treated was the common iliac vein (left). There was no degree of tortuosity or calcification. 90% lesion stenosis. There were no balloon fragments, the balloon was fully intact. There was a pin hole only noted. The device was safely removed from patient and no vessel damage was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an in.pact admiral xtreme balloon during patient treatment. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified. Embolic protection was not used. A non-medtronic (medicath scw bid1-20) inflation device was used. The device did not pass through a previously-deployed stent. No resistance encountered when advancing the device. It was reported that during the procedure balloon would not inflate to 6atm and the balloon would deflate when the inflator increases. It was noted that physician only observed inflation to 5.5atm. Procedure was completed using this device at 5-5.5 atm pressure. Post op the balloon was inflated outside the patient's body and a pin hole leakage was noted. No patient injury reported.

Manufacturer narrative:
Product analysis the image shows the device label. It confirms that the device is an admiral xtreme 12 x 40mm (sbi120040080), lot #: 226738954. Product analysis: the device was returned with the balloon in a pre-inflated state. The balloon was flushed. A 0.035¿ guidewire was loaded and when the balloon was inflated a pinhole leak was found on the proximal end of the balloon correction to device return date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.